Event description:
Facility alleged that the head of the bed was raising by itself.

Manufacturer narrative:
Technician found the switch in right head siderail was stuck, causing the head to raise. He replaced the switch from hospital stock and problem was resolved.